Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cycling peritoneal dialysis (ccpd) was reportedly experiencing persistent scale reading error alarms during ccpd treatment. As a result, the patient was not able to complete ccpd treatment and subsequently went to the hospital. Per the patient¿s peritoneal dialysis registered nurse (pdrn), the patient was admitted due to fluid overload. Details surrounding the patient¿s hospitalization are unknown. It is unknown if the patient was discharged. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided. Should additional information become available, the file will be reassessed and updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and found that the front left side corner of the heater tray was bent up. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. The go/no go gauge checked failed due to the bent corner of the heater tray. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Clinical review: a clinical investigation was performed to identify a causal relationship between the patient's peritoneal dialysis (pd) treatment and the patient event of fluid volume overload. The fluid volume overload which resulted in hospitalization was mostly likely caused by incomplete pd treatment associated with scale reading errors on the liberty select cycler. It is unknown whether or not the liberty select cycler was performing as intended. Should additional new information be made available this clinical investigation will be reevaluated.